Event description:
A malfunction alarm identified as "malf 16" was reported, and there was confirmation that the customer's blood glucose level was not adversely affected. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while a pump replacement was arranged. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged these instructions.